Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to erosion. All components were explanted 5 months after implant. Apparently there was a prior erosion before on (B)(6) 2018 and that previous device was placed in (B)(6) 2017.